Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered a single shock as well as four bursts of anti-tachycardia pacing (atp) during a single episode. A review of the device data by boston scientific technical services (ts), showed the therapy appeared to be atrial arrhythmia with rapid ventricular response (rvr). The report was reviewed with the clinician. This device remains in service. No additional adverse patient effects were reported. Information was received approximately two months later, that this device delivered 4 bursts of atp as well as a shock in each of two separate events. Both events were the apparent result of atrial fibrillation (af) with rvr. Ts reviewed the event data with the healthcare provider and based on the device configuration it seemed likely that medication changes would be made.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered a single shock as well as four bursts of anti-tachycardia pacing (atp) during a single episode. A review of the device data by boston scientific technical services (ts), showed the therapy appeared to be atrial arrhythmia with rapid ventricular response (rvr). The report was reviewed with the clinician. This device remains in service. No additional adverse patient effects were reported. Information was received approximately two months later, that this device delivered 4 bursts of atp as well as a shock in each of two separate events. Both events were the apparent result of atrial fibrillation (af) with rvr. Ts reviewed the event data with the healthcare provider and based on the device configuration it seemed likely that medication changes would be made. This device was subsequently explanted without allegations, returned and analyzed.